Manufacturer narrative:
The product was returned for analysis, and the reported complaint was observed. Iol returned positioned correctly in the iol case. Significant amount of solution is dried on the iol. The haptics are slightly deformed. There is a long scratch in the centre of the optic and more smaller scratches in other areas. We are unable to determine the root cause for the reported complaint "the lens was not used due to a deformity on its surface". The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens was not used due to a deformity on its surface. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).